Event description:
Results of the real time tests performed on (B)(6) 2014 (day of implantation) were not displayed in the patient files saved on that day, neither in the corresponding printout. An explanation is requested.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Results of the real time tests performed on (B)(6) 2014 (day of implantation) were not displayed in the patient files saved on that day, neither in the corresponding printout. An explanation is requested.